Event description:
The physician inserted the introducer sheath 7f to gain access to the femoral artery. The physician also inserted a second introducer sheath 8f into the same artery to perform intervention. The physician performed intervention and attempt to remove the first introducer 7f and the introducer sheath separated and remained in the artery. The pt was sent for a surgical procedure to remove the separated segment. The pt is reported to be fine.